Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's husband that the customer was hospitalized due to high blood glucose. The customer's blood glucose was between 500mg/dl-600mg/dl. The customer is still hospitalized and is unsure if customer was wearing the insulin pump. The customer's husband stated the insulin pump alarmed failed battery test. During troubleshooting, the customer stated they did not receive failed battery test.